Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. The same day as the onset, the patient was treated with vancomycin injection (1 gram per bag, intraperitoneal, frequency and duration were not reported) and meropenem injection (250 mg, intraperitoneal, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.